Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemorrhoidopexy. According to the reporter: the anvil was inserted into the anus. The body was connected and fired. After firing, a few staples weren't able to form a correct staple formation. Hand sewing has to be done to correct the problem. No pt injury. There was fluid leakage due to this problem. There was no bleeding reported in excess of 250 cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.